Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient 1.8 mmol/ had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 1.8 mmol/l with symptoms of unsteadiness and cognitive impairment. The reporter stated that the patient was treated with a glucagon injection. The reporter alleged that the hypoglycemic event occurred after a cartridge change, and denied that the patient had primed the pump while still attached. The reporter was unable to review the pump¿s history at the time of the call. This complaint is being reported because the patient experienced a hypoglycemic event while on the pump and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2017 with the following findings: the pump history showed that the pump was manually suspended for a 5 hour period on (B)(6) 2017. The pump's total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test with no issues. No alarms or delivery interruptions were recorded during testing. The alleged issue could not be duplicated.